Event description:
The stryker prophecy team has received a CT scan for the upcoming revision surgery. It was also reported that there was: "sintering of the tibial component with tilting, internal malleolus fracture."

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Corrected fields: device code grid (h6) and clinical signs code grid (h6). The reported event could be confirmed since the provided CT scan images show evidence of a medial malleolus fracture and subsidence of the tibial component. Upon further investigation of the CT scans by healthcare professionals the following was observed: the CT scan shows a lot of callus formation and an area with an interruption of the cortex at the medial malleolus. That would clearly speak for a fracture. There is also radiolucence and some subsidence visible around the adjacent tibial component. Therefore, both findings can be confirmed. Failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure or the device in relation to cause of the failure. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The stryker prophecy team has received a CT scan for the upcoming revision surgery. It was also reported that there was: "sintering of the tibial component with tilting, internal malleolus fracture."